Event description:
A malfunction alarm was reported, coded as malf 0, which did not impact the customer's blood glucose level, keeping it below 500 mg/dl. Technical support provided the customer with information on resetting the pump and assisted in the process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reoccurred.